Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The dentist in the letter states the patient present to the office with periodontal issues. The patient stated they had finished treatment with byte aligner and was experiencing issues of food impaction causing gingival irritation, inflammation and pain. The patient's gums were very irritated and bled spontaneously upon probing. It is recommended, with urgency, to have these spaces closed up orthodontically. It was relayed that the spaces were not able to be closed after multiple attempts and multiple sets of aligners. It is recommended that the patient stop byte aligner treatment and to move forward with our orthodontist to address the concern of the open contacts.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.